Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the health professional (hp) indicated that the external pulse generator (epg) displayed a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message and had the hp remove the battery to reset the epg and turn on the epg again. The error was cleared and could not be duplicated. The epg was restored to service and remains in use. There was no patient involvement.